Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported during a routine check, the cs100 intra-aortic balloon pump (iabp) an alarm message ¿electrical test fails code # 53 ¿ on its display. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they reset transducers and connections of front end pcb and the issue still remained. The fse then performed shuttle, drive and atmospheric calibration and found the unit to no longer show the alarm. The unit passed all functional and safety tests and was returned to customer in good working condition.

Event description:
N/a